Event description:
Ez filter 3.5-5-embolic protection device deployed to proximal portion of saphenous vein graft (svg) to right posterolateral artery (rpl). After filter retrieval, noted distal segment of filter basket was sheared off of the device. Required coronary stent placement in svg to open the vessel and crush the debris along the wall of the vessel.